Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that, following an unrelated procedure where the ipg was set to surgery mode, the ipg was unable to communicate with external devices. A manufacturer representative attempted to repair the ipg with no success, deeming the ipg inoperable. In turn, surgical intervention may take place to address the issue.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The report of ¿inoperable ipg¿ was confirmed. The root cause of the inability to communicate between the clinicians programmer and the implantable pulse generator was due to a stuck processor as a result of an unrelated surgery. The event details stated patient had not been able to communicate with their ipg since an unrelated kidney surgery. The patient stated that they had enabled surgery mode prior to the surgery. Actions have been taken to prevent reoccurrence. There is guidance noted in the proclaim clinicians manual regarding use of electrocautery. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.